Event description:
During inferior venacava filter placement, a portion of the coating on the guidewire was sheered off into the patient's vascular system. No one present during the procedure was aware of this at that time. The coating was noted at a later on a clust x-ray.